Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported, via follow-up, that the programmer cord had a slit in it. The programmer was returned to service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable to verify the customer comments of a slit in the power cord, noisy fan and uncalibrated stylus. The power cord appeared in tact, fan noise was not able to be confirmed and the stylus overlay aligned in all areas of the display. It was noted that no stylus was returned with the programmer and that the stylus interface connector on the media processing unit was loose, however this did not affect operation of the stylus and its ability to align with the display screen. A stylus was added and calibrated. It was further noted that the programmer failed its thermal sensor 7 test, the power supply was replaced and it was verified that the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the stylus touch pen of the programmer was uncalibrated and the system fan was noisy.

Manufacturer narrative:
(B)(4).